Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) if follow-up, what type?: correction. Upon further review of the customer complaint, it was confirmed that the mobile app pairing failed and this is not a reportable event. Please disregard all information in report number 3004753838-2016-01881.